Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. The spyscope ds device was removed and the procedure was continued with another spyscope ds device. However, the working channel sleeve also protruded. A spybite was inside the two spyscope ds when the working channel sleeve protruded. There were no reported issues with the spybite. The procedure was still completed with the second spyscope digital access and delivery catheter. There were no reported patient complications as a result of this event.